Event description:
The suspect device had a reaction described as smoking and melting of plastics when docked into the base unit. The device was replaced and requested to be returned for evaluation.

Event description:
The suspect device had a reaction described as smoking and melting of plastics when docked into the base unit. The device was replaced and requested to be returned for evaluation.